Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. An assignable root cause was not determined. However, it was determined that the issue related to the loose knob has been escalated to CAPA (construction/design false, defective). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the turn knob mechanism was loose and detached from the battery oscillator device. It was determined that the battery contact was damaged or broken. It was further determined that the device failed pretest for check saw blade coupling. It was noted in the service order that the saw holder had unscrewed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in the month of (B)(6) of 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.